Event description:
It is reported that the device was revised in 2009, due to the rotating hinge knee post fracturing at the junction of the stem. The pt came in three weeks prior and complained of pain. X-rays revealed the breakage. Implant date is unk.

Manufacturer narrative:
This report will be amended when our investigation is complete.